Event description:
It was reported that when the physician went to remove the guidewire, a portion of the guidewire was left in the patient. A routine x-ray was taken and a shadow was observed, but the clinician thought the shadow was a wire on top of the patient. A few days later another picture was taken and the guidewire was recognized inside of the patient. The guidewire was successfully removed surgically. Additional information has been requested.

Manufacturer narrative:
The product is believed to have been discarded at the hospital and is not available for evaluation. Without return of the product, it is not possible to confirm the complaint, nor is it possible to identify potential contributing factors. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
Additional information clarified that no difficulties inserting the guidewire, or need for a new access site, were recorded in the patient's medical record. It was confirmed that the guidewire was discarded at the facility.